Manufacturer narrative:
Review of the device history records does not have deviations that would contribute to the reported complications. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the complication can not be determined from the provided information or the manufacturing records. Device discarded at hospital.

Event description:
A female patient had bilateral mastectomy followed by immediate single stage, bilateral breast reconstruction with 320cc textured, silicone gel breast implants. Meso biomatrix was implanted in each breast . Approximately 2 months later, the left breast was observed to have 'thin skin.' She was started on intravenous antibiotics and the thin skin was excised and closed. On the following day, the wound was reportedly healing. However, 4 days later, the left breast wound dehisced and the implant was visible. The right breast also had an infected appearance. The patient decided to have both implants removed. So that same day, the implants and meso biomatrix were removed bilaterally. At the time of explantation, the surgeon noted the meso biomatrix to be thin and barely recognizable. Intravenous antibiotics were continued for 24 hours, followed by oral antibiotics for 5 days. The dehiscence were reported to have resolved.